Event description:
It was reported that the customer experienced a past high blood glucose event, prompting a visit to the emergency room and an overnight hospital stay approximately in (B)(6) 2025. The highest recorded blood glucose level was 450 mg/dl. Cause was not known. Treatment with intravenous fluids and insulin was administered, resolving the issue without any permanent damage. The customer declined additional supplies or system checks. Reportedly, the customer was released the following day.